Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a free flap reconstruction, a free flap procedure was performed where they used the mcm20 clip applier. While clipping the vessels, the clips became loose and the jaws slid over each other. This is dangerous because it's crucial for stopping a bleeding, but also because it can cause more damage. It's a delicate area where they work with the ligaclip. A new mcm20 device was unpacked to finish the procedure step. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspections as conducted on the returned packaging. Visual analysis of the returned sample determined that only the opened packaging associated with the mcm20 device was received; no instrument accompanied the packaging. As the device was not returned and therefore unavailable for evaluation, further investigation of the reported issue, listed as ¿clip would not hold¿ and ¿damaged jaws¿ could not be conducted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event as the device was not available for evaluation. Device history review: a manufacturing record evaluation was performed for the finished device lot 692d63 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.